Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting ems due to meter results. Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call on 28-feb-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. Daughter is calling on behalf of the customer. Results of concern were not provided; daughter stated that the customer's pm fasting and non-fasting results are higher than normal. The customer¿s expected pm fasting blood glucose test result is 280 mg/dl; customer does not have an expected pm non-fasting blood glucose test result range. The customer feels well and did not report any symptoms. Daughter stated that on (B)(6) 2023 ems had been called due to the high results. Customer had been feeling well at the time and did not have any symptoms. Daughter did not recall customer's blood glucose test result when ems had arrived. Ems had administered insulin to the customer. Daughter stated that ems did not provide a diagnosis and customer was not taken to the hospital. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 05/30/2024 and open vial date is two weeks prior to call. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of 31-mar-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.